Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4)

Event description:
It was reported that during an atrioventricular node radiofrequency ablation procedure the patient's right atrial (ra) lead had "fallen out." Attempts were made to reposition the ra lead, however the lead would not adhere to the atrial wall due to the screw mechanism "not working." The ra lead was removed and replaced. No patient complications have been reported as a result of this event.